Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was not connected at the time of the alarm. This occurred during drain three of four of peritoneal dialysis therapy. The transfer set became disconnected from the patient line. The patient visited the hospital to have the transfer set replaced the next day. Renal therapy services (rts) explained alarm, possible causes and advised to make registered nurse aware that the patient had disconnected for the second time. There was no patient injury or medical intervention associated with this event. No additional information is available.